Manufacturer narrative:
Analysis of catheter segment (B)(4) found a user-related hole in the catheter body. Analysis of catheter segment (B)(4) found no significant anomaly. The catheter body was incorrectly assembled or sutured.

Manufacturer narrative:
Concomitant products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6)2014, product type: catheter. (B)(4).

Event description:
It was reported the catheter was explanted. There was migration/dislodgement at an unknown location requiring explant. There was also a possible infection at an unknown location requiring explant. No diagnostic testing or troubleshooting was done or required. The system was being used to deliver dilaudid. The patient was prone on the operating room table when the doctor entered at the spinal site. The doctor removed all of the spinal piece and part of the proximal piece. There was removal dueto possible infection. It was desired to leave the pump implanted and have it turned down to minimum rate. Headache was listed as a symptom or complication associated with the event with the location being the catheter track. The patient status at the time of the report was ¿alive- no injury.¿ two days later it was reported a culture was taken but the results were not known. The catheter was going to be replaced at a later date once it was determined if there was an infection or not.